Event description:
It was reported that the patient implanted with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) experienced chronic pain at the implant sites. Surgical intervention was undertaken. The electrode and device were explanted. No additional adverse patient effects were reported.